Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the instrument firing knobs were retracted, and the articulation lever was in neutral position. The instrument was loaded with an articulating vascular/medium reload for functional testing. During functional testing it was observed that when the handle was actuated the reload jaws would not close. An access hole was cut into the instrument body for evaluation of internal components. This examination noted a broken internal component that prevented the jaws from clamping. Further engineering evaluation determined that the broken component may have occurred during the assembly process. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. The root cause of the observed condition was determined to be a result of a manufacturing activity. A quality retraining activity was generated because of the investigation into this condition.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobectomy video assisted thoracoscopic surgery, on lung fissure, once the reload was loaded, the handle would not engage to cycle after 5 or 6 uneventful reloads/firings. It sounded like there was something rattling inside the handle. A small gray piece of plastic broke off from the device. A new handle was used to complete the case. No injury.